Event description:
It was reported that during a ptca treatment procedure, he maverick otw 15/2.5 mm balloon would not deflate. A hi-torque floppy guidewire was used. A taxus 2.75/28 mm or 2.75/32 mm stent had been prviously deployed at an unk time. A kissing balloon technique was used in he left anterior descending coronary artery, in an effort to reach the target lesion located in the 1st diagonal coronary artery. The maverick otw balloon was successfully inflated and completely deflated twice. After the third inflation, the balloon would not deflate and necessitated removal while remaining inflated. No pt complications occurred and the procedure was considered successfully completed with this device.

Event description:
It was further reported that the physician said, "the balloon was used to post-dilate two stents with the kissing balloon technique, so smaller balloons were used. Fortunately, because we were using smaller balloons, it was able to pull it out of the stent and it was a little snug in the sheath, but I just pulled it out. The balloon wasn't taut, but it was still mostly inflated-probably to about 2.25 mm instead of 2.5 mm. I really can't remeber if the device was kinked at all during the procedure since it was a while ago. It wasn't in the pt's body for long, but I don't remember since it was a while ago. It wasn't in the pt's body for long, but I don't remember the exact time. I just pulled it out because after trying to deflate it with the inflation device, then a syringe. I didn't want to leave it in any longer and we were pretty much done anyway. The pt didn't have any symptoms that I recall. We had achieved the results I wanted, so we didn't have to take any additional action." The lesion being treated was a 90% stenotic, de novo lesion in the ostial diagonal coronary artery which had been predilated with the complaint balloon. The device was introduced and removed from the guide catheter a total of three times. The physician easily inflated the balloon on the first attempt. The balloon was removed from the pt in an intact state. The procedure was successfully completed and the pt's current status is fine.